Event description:
Reporter indicated that diagnostic testing on a vns pt resulted in high lead impedance. The pt was reported to not be able to feel stimulation. X-rays were sent to the MFR for review. Review of the x-rays revealed that the lead electrodes may not be placed on the vagus nerve. Revision surgery is likely. Good faith attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed that the electrodes may not be placed on the nerve. Device failure suspected, but did not cause or contribute to a death or serious injury.